Manufacturer narrative:
On 24 jun 2022, the field service engineer (fse) found a water supply problem with the analyzer and an improperly installed cell wash. The water supply was returned to operational standards and the cell wash installation was corrected. The customer ran qc and all results were acceptable. On 27 jun 2022, the fse returned after the customer continued to have discrepant result issues. A rinse mechanism tubing failure was found and tubing 1 and 3 were replaced. A bleach solution was used to clear a restriction in the vacuum tubing in rinse mechanism tubing 2. The customer ran qc and all results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2, alb2 albumin gen.2, and gluc3 glucose hk gen.3 results on a cobas 8000 c702 module. For sample ID (B)(6), the creatinine result was 0.5 mg/dl after the first result was invalidated by a data flag. The repeat result on a second c702 module was 1.1 mg/dl. For sample ID (B)(6), the albumin result was 6.7 g/dl after the first result was invalidated by a data flag. The repeat result on a second c702 module was 4.8 g/dl. For sample ID (B)(6), the initial glucose result was 54 mg/dl. The repeat result on a second c702 module was 84 mg/dl. The results from the first module were not reported outside of the laboratory. The repeat results from the second module were deemed correct. The creatinine reagent lot was 60652701 and the expiration date is 31-oct-2022. The glucose reagent lot was 58418001 and the expiration date is 31-jan-2023. The albumin reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The field service engineer (fse) noted incubation bath water level sensor alarms, sample clot detection alarms, and a sample foam detection and a short sample alarm that can indicate poor sample quality. The last calibration, performed on 22-jun-2022, was acceptable. The customer's qc recovery was within the customer's established ranges. There was no indication of a reagent performance issue. The service maintenance actions performed by the fse resolved the issue.